Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board has been ordered.

Event description:
The hospital reported that the system is starting up into the alt o2 screen. There was no report of patient involvement.